Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually and microscopically inspected. Inspection of the device presented no damage or irregularities. Blood was present inside the device and 200ml of blood in the attached waste bag, when received indicating that the device was used in the body and not just prepped. The returned guidewire used in the procedure was measured with a laser/led micrometer and it was confirmed to be a .035 which is compatible with the zelantedvt device. The guidewire was used for functional testing and was able to be inserted through the device with no issues or resistance.

Event description:
It was reported that guidewire entrapment occurred. A solent proxi catheter was selected for use. However, the wire got stuck within the device during preparation. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that guide wire entrapment occurred. A solent proxi catheter was selected for use. However, the wire got stuck within the device during preparation. The procedure was completed with a different device. No patient complications were reported.